Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter read inaccurately high when testing with control solution. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter accuracy issue began on approximately (B)(6) 2016 when a result of 142mg/dl was obtained when testing the subject device with control solution, which is outside of the allowable range (102 - 138mg/dl) expected. The patient manages her diabetes using pills, diet and/or exercise and denied making any changes to her usual diabetes management routine after the alleged issue began. The patient claimed that she experienced symptoms of lightheaded, dizzy and nausea but was unable to state whether these symptoms began before or after the alleged issue began. The patient stated that she increased her dose of metformin from 2 to 5 tablets per day in response to the reported issue. The patient confirmed that her blood glucose was measured using another device, however the result was not known. At the time of troubleshooting the csr noted that the meter was set to the correct unit of measure, the correct strips were being used, and the patient's testing procedure was correct. Replacement products were sent to the patient. There is no indication that the subject device caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.